Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that complete loss of capture due to right atrial lead dislodgement was noted. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.